Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the mesh was displaced up through the hernia defect and is no longer holding the abdominal contents within the abdominal cavity. He freed the mesh from the fascial edges, noted that there was omentum as well as some peritoneal fat with the old mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/22/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/18/2 022 h6: appropriate term / code not available (e2402) utilized to capture mesh migration. Additional b5 narrative: it was reported that the patient experienced adhesions, recurrent umbilical hernia and mesh migration following surgery.